Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The reload was connected to the manual handle. The surgeon attempted to close the jaws to insert into the trocar, but the jaws would not close properly. The jaws partially closed. To complete the procedure, another reload was used. No patient injury or extension in surgical time. Patient status is no problem.